Event description:
According to the information received on (B)(6) 2022, a patient was injected on (B)(6) 2022 with a rha 4 product to the lower face, mental crease and chin area. Immediately following the injection, the patient experienced a bruise, which the injector suspected to be a vascular occlusion. As treatment, the patient received aspirin, heat compress, massage and hyaluronidase injection, and the events fully resolved.